Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased impedance and threshold were observed on the left ventricular lead. Phrenic nerve stimulation was also noted. Diagnostic imaging was performed and no anomalies were found. The device was reprogrammed to resolve the event and the patient was in stable condition.